Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during the surgery whilst trying to pass the suture lasso through the glenoid labrum the distal 2cm of the lasso broke off inside the patient. It was recovered in its entirety. X-rays were required to locate the foreign body. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 09-aug-2021: the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.